Event description:
It was reported that during pre-use check, the unit alarms "err txrx". (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. The device in question will be investigated by a local service tech. A supplemental medwatch will be submitted when additional information becomes available.